Event description:
The customer reported that the insulin gauge on their pump displayed a different amount than expected, specifically showing a fill estimate issue. Initially, the pump displayed 10 units instead of the caller's expected 160 units, with a discrepancy greater than 30 units. Despite this issue, there was no adverse impact to the customer's blood glucose level observed or reported. The customer took steps to resolve the problem by removing air from the cartridge, using room temperature insulin, and not overfilling or reusing the cartridge. Technical support assisted the customer in reloading the cartridge and instructed them to disconnect and deliver a 10.2 unit bolus, which led to an updated fill estimate of 140 units. Ultimately, the issue was resolved, with the difference in values no longer greater than 30 units.